Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of not feeling well. Upon interrogation it was noted that the right ventricular (rv) lead exhibited complete loss of capture, high out of range pacing impedance measurements of greater than 2000 ohms along with oversensing of electromagnetic interference (emi) noise which resulted in pacing inhibition. The patient's heart rate was in the 30 beat per minute range. An x-ray was taken which did not yield any significant findings. Subsequently a revision procedure was performed where the rv lead was tested with a pacing system analyzer (psa) and yielded the same high out of range impedance measurements and loss of capture. The rv lead was surgically abandoned due to concerns over a fracture and the pacemaker was electively explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that three years later during an upgrade procedure this previous surgically abandoned rv lead was explanted. Insulation damage was observed on the lead as it was too medial under the clavicle. The physician noted that due to the patient's young age he would laser extract all leads already implanted in the patient. No additional adverse patient effects were reported.